Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and insulin flow blocked alarm. Customer current blood glucose level was 245 mg/dl. Customer experienced symptoms like nausea, ache and ketones related to high blood glucose. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was active at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer was assisted with troubleshooting for high blood glucose. The customer was also assisted performing high pressure test and test passed. The insulin pump will be replaced, and customer agreed to return the product for analysis.